Event description:
Report received from (B)(6) stating that the device had a "cracked gauge." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the complaint of "broken/cracked psi gauge" was confirmed. The pre-repair assessment findings showed, "foreign debris in the autolube, cracked oil fill tube, and oil contamination." If additional information is received, a supplemental report will be sent. (B)(4).